Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, the discrepancy between blood glucose and sensor glucose levels, and the insulin delivery was suspended. The customer also reported receiving a change sensor alert. The customer reported a blood glucose value of 201 mg/dl and the sensor glucose value of 50 mg/dl. The customer reported a hyperglycemic event that was treated with a manual injection/insulin pen. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the hyperglycemic event. The customer was using the auto mode feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed for the difference in blood glucose and sensor glucose values, and the difference between blood glucose and sensor glucose is greater than 30%. Troubleshooting was performed for the sensor alert. The customer is unable to run a transmitter test, and/or the test passed. The customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported a blood glucose value of 570 mg/dl and the sensor glucose value of 182 mg/dl.